Manufacturer narrative:
G4:26jan2021. B4:08feb2021. The bio-med reported that he already replaced the power management (pm) pcba, which resolved the issues. The customer successfully completed performance verification testing (pvt) and also had field service engineer (fse) perform pvt successfully. The unit was placed into service, and the same issue returned. The possible suspect is the pm pcba or the cpu. The customer is going to request pm pcba replacement, which is still under warranty. The investigation is ongoing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:31mar2021. B4:05apr2021. Per biomedical engineer, the unit's reported problem will not power reoccurred again after replacing the power management board and cpu board. The biomedical engineer send the unit for bench repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:11feb2021. B4:04mar2021. H11:g5:k102985. H10: the bio-med replaced the central processing unit board. However, he is unable to get the teraterm to communicate with v60 ventilator. The customer advised he is unsure if the drivers for the usd/serial adapter are loaded onto his computer. Philips product support advised the customer to confer with his it department. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10 multiple attempts to retrieve device repair, and operational status has yielded no response. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2020. Report date: (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the v60 will not power on and the unit is constantly alarming. The lcd didn't light up at all and gave a persistent alarm. The customer contacted product support and reported being unable to access the v60 diagnostic screen. The biomed does not have access to another v60 or spare parts. The customer is reporting the v60 power management board did not resolve the problem. Per the biomed, he replace both the lcd and the power supply board and neither has resolved the issue. The customer is requesting onsite repair. The customer reported that the unit was not in use on a patient. Per the biomed the issue was found during set-up. No delay in therapy noted.